Event description:
The hcp reported that the pt was experiencing dizziness and increased pain beginning in 2006. The pt reported vomitting, tiredness, dizziness and hitting head on cabinet. The hcp was ruling out "med related issues". The pump is delivering dilaudid. The hcp stated "symptoms may be related to intrathecal pump leakage." The pt was referred for "dye test" final pt outcome was not reported.